Event description:
The manufacturer received a complaint regarding a dreamstation 2 advanced CPAP device. Patient called in stating that his replacement device is not working properly. When he used the device at night, he woke up because the device stops blowing air and patient is having difficulty in breathing. Patient said that he cleans the device with vinegar and distilled water. Patient was advised to clean the device with warm water and mild dishwashing detergent. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.